Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and a low reservoir alarm from the insulin pump. The customer's blood glucose reading was 36 mg/dl. The customer treated with glucose tablets. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to remove the reservoir and rewind the pump. The customer had an empty reservoir. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to monitor the pump.